Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded at multiple locations.

Event description:
It was reported that during a routine device change out, the ventricular lead exhibited loss of capture, high thresholds and had dislodged. The lead was explanted and replaced.